Event description:
The user facility reported that the monitor connected to their hexavue custom room rack would not display an image. The event did not occur during a patient procedure. No report of injury.

Manufacturer narrative:
A steris service technician contacted user facility personnel and advised them to reboot the avc-x component. User facility personnel re-booted the avc-x component and the image displayed as commanded. The hexavue custom room rack was returned to service and no additional issues have been reported.